Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a remote data review, variability of pacing impedance measurements, were exhibited with this right atrial lead. An x-ray image showing no obvious lead integrity anomalies however, no root cause was identified. Should the patient return at a later data and intervention or further information received, this event will be further updated.